Event description:
New information noted that the lead was explanted during a heart transplant procedure. The patient was stable post procedure.

Manufacturer narrative:
A partial lead with the pin measuring 71.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for shortness of breath and congestive hear failure decompensation. Device interrogation revealed that the left ventricular lead was not capturing. Chest x-rays noted that the lead had dislodged. The lead was turned off. Patient was stable and would be monitored. Physician does not allege symptoms were due to product.